Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 407 mg/dl and a correction bolus was delivered to address the bg level. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to possibly be related to the infusion set site. Cts recommended that the customer change the site. Reportedly, the customer was using a u500 insulin in the cartridge. Cts discussed with the customer that a u500 insulin was not labeled for use with the pump. The customer acknowledged.